Event description:
It was reported that on (B)(6) 2022 a novasure procedure was performed. The cavity assessment passed without issue within less than 10 seconds. The doctor proceeded with activating the ablation, and after 45-50 seconds, they had an error message noting vacuum failure. The doctor did a reassessment of the cervical collar and stabilization with the tenaculum and reactivated the ablation for another 10 seconds, after which the doctor noted a second error message with the same note about vacuum failure. The doctor re-seated the cervical collar again and reactivated the ablation a 3rd time. Thereafter, they received a different error message recommending to check the array. At that point, the doctor decided to conclude the procedure as they had achieved 1 min 18 seconds of ablation time. The array appeared to have adequate char. The patient had severe pain and the staff eventually sent the patient to the ER for assessment. She then underwent CT imaging of her abdomen/pelvis. This patient is currently admitted to the hospital for IV antibiotics and observation to watch for occult thermal bowel injury and posterior uterine perforation. No additional information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.